Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. However, an assignable root cause could not be identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review, but no trend was identified for a product code 2m9161 with a problem code of 810:11.